Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was outside of use. There was no user or patient injury reported.

Manufacturer narrative:
The issue was discovered at a philips authorized repair facility. Testing determined the speaker was at fault. The repair technician replaced the speaker. The device was tested and is now operating as functionally intended.